Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was overfilled and the user noticed insulin leaking near the pneumatic tap port. There was no impact to the user's blood glucose level. The user was able to successfully load a new cartridge.